Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Dealer advised cable that raises and lowers head section of the bed snapped. The dealer stated that the cable in the bed end broke. Dealer advised end user sat on the bed and it lowered. When the cable broke, the bed dropped on that end.